Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported the patient died due to sepsis and pneumonia with a medical history of cerebral vascular accident, atrial fibrillation, urinary tract infection, and seizures. There is no allegation from a health care professional that the death was device related. Additional information received after follow up with the clinic reports death summary does not report any problem with the device or that it was the source of the infection. The patient was admitted to the hospital in 2009 with a gi bleed, urinary tract infection, and was treated for pneumonia.

Event description:
It was reported the patient died due to sepsis and pneumonia with a medical history of cerebral vascular accident, atrial fibrillation, urinary tract infection, and seizures. There is no allegation from a health care professional that the death was device related. Additional information received after follow up with the clinic reports death summary does not report any problem with the device or that it was the source of the infection. The patient was admitted to the hospital on (B) (6) 2009 with a gi bleed, urinary tract infection, and was treated for pneumonia. It was reported the patient died due to sepsis and pneumonia with a medical history of cerebral vascular accident, atrial fibrillation, urinary tract infection, and seizures. There is no allegation from a health care professional that the death was device related. Additional information received after follow up with the clinic reports death summary does not mention any problem with the device whatsoever or that it was the source of the infection. The patient was admitted to the hospital on (B) (6) 2009 with a gi bleed, urinary tract infection, and was treated for pneumonia.

Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died due to sepsis and pnuemonia with a medical history of cerebral vascular accident, atrial fibrillation, urinary tract infection, and seizures. There is no allegation from a health care professional that the death was device related.